Event description:
It was reported that during unknown surgery, the device didn't generate plasma when the foot-switch was pushed, and it was unable to coagulate/cut the tissue. It was confirmed that the console made out-put sound. No patient injury was reported. No information about a delay. No back-up was available.

Manufacturer narrative:
Investigator determined that there was a relationship found between the reported incident and the returned device. Functional evaluation found that the controller generates no voltage output. The inside of the controller was inspected, but no discrepancies were found associated with the various electrical components. A detailed investigation of the related output component indicates possible component damage. The complaint was verified and the root cause was determined to be associated with a possible electrical component failure on the main board. Factors unrelated to the design and manufacture of the controller that could have contributed to the complaint event includes: (1) a power surge at the customer¿s facility to the controller which could have caused internal component damage; (2) a short in a used wand which could have caused internal component damage to the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Visual inspection of the returned controller found no physical or manufacturing abnormalities.